Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Review of pump data by tandem technical support (cts) found that multiple power source alerts were declared at the time of event. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved; however, no additional information could be obtained.